Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) during the device check. The customer tried to clear the ua by rotating the shaft to the home position; however, they were unable to do so. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed during the functional testing and the archive data review. The root cause of the ua45 error was the drive shaft not being at the "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate, exhibiting binding and resistance due to the sticky clutch. The sticky clutch might have made it difficult for the user to clear the error message. The archive data indicated multiple occurrences of ua45 on and around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 being displayed upon powering on, confirming the reported complaint. The drive shaft was rotated to the home position after deburring the clutch to address the reported ua45. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).